Manufacturer narrative:
Technical services discussed therapy availability for when eol was due to charge time, and also discussed the midlife display of replacement indicators advisory. The device remains in service without further complication. This report will be updated when additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status earlier than expected. A red alert was issued in latitude for this battery status change. It was noted that the device had declared elective replacement indicator (eri) battery status one month before declaring eol. The current monitoring voltage was 2.67v with a charge time of 31.2 seconds.

Manufacturer narrative:
The device was later explanted and was returned for laboratory analysis. The device is undergoing testing. This report will be updated when analysis is complete.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eol was declared the following month with one charge time that was greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.